Event description:
Account complaint of high potassium results that repeated lower. The incorrect results were not used to guide patient therapy. The field service representative found that the potassium electrode was bad and repaired the instrument by replacing the electrode.